Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had lighting lamp failure error 105 and 107. It's unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: h8 additional information: b3, b5, h3, h6 the device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error codes were likely due to a faulty light emitting diode (led) unit. However, a root cause was not identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic laparoscopic pyloric gastrectomy. The procedure was completed with a similar device with a 15 minute delay to replace the equipment.